Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin occlusion occurred on an ilet system using a teflon infusion set, with the user observing a bend in the tubing near the luer connector; after removing the site, the user performed a site change with agent guidance and insulin delivery resumed, and no alerts or alarms were reported beyond the occlusion. Symptoms included hyperglycemia with a highest blood glucose of 187 mg/dl for approximately 10 minutes, without ketone testing or other acute symptoms. Outcomes included self-management without use of backup therapy, no medical intervention, and no hospitalization. Investigation included troubleshooting and education with successful restoration of insulin delivery after infusion set replacement. Investigation of this case revealed an infusion set occlusion associated with a bent segment of tubing near the luer connector, consistent with an occlusion that resolved after supply change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set/tubing issue causing transient occlusion that resolved with standard site change.